Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and double capsule.

Event description:
Physician reported right side capsular contracture, baker grade IV and double capsule. Device has been explanted and found to be intact.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Physician reported "capsular contracture - baker grade IV and double capsule. Ultrasound identified possible intracapsular rupture. Biopsy also carried out. Device has been explanted. This relates to the right side

Event description:
Physician reported right side capsular contracture, baker grade IV and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, deformation, cloudy in the gel. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.